Manufacturer narrative:
One opened/used sensor was inspected and a bicarbonate buffer test was performed. Sensor failed per specifications, due to high readings.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 137 mg/dl while the sensor gave a reading of 61 mg/dl. Insertion and calibration techniques were discussed. Customer was advised the sensor would be replaced and agreed to return the product for analysis.